Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash wound drainage or any other unusual symptoms. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a percutaneous diagnostic procedure a 6f angio-seal evolution was used. The physician stated during deployment, the deployment went slightly past the marker but hemostasis was achieved. Manual compression was applied, hemostasis was achieved, and the patient was discharged 6 hours later. Twenty hours later, the patient returned to the hospital with a hematoma, 10 centimeter in size. The patient was readmitted to the hospital and placed on 24 hour bedrest with a compression bandage in place. An ultrasound report stated "the common femoral artery is open and there is a hematoma of soft tissues without pulsitile aneurysm evidence." The hematoma was decreasing in size and the patient was reportedly recovering.